Manufacturer narrative:
Argus case: (B)(4).

Event description:
Toothbrush bristles got in their throats and caused discomfort [foreign body in throat]. Toothbrush bristles got in their throats and caused discomfort [throat discomfort]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a (B)(6)-year-old male patient who received gsk toothbrush (sensodyne ultra sensitive toothbrush) toothbrush (batch number f83172096, expiry date unknown) for drug use for unknown indication. This case was associated with a product complaint. On (B)(6) 2020, the patient started sensodyne ultra sensitive toothbrush. On (B)(6) 2020, an unknown time after starting sensodyne ultra sensitive toothbrush, the patient experienced foreign body in throat (serious criteria gsk medically significant). On an unknown date, the patient experienced throat discomfort and product complaint. Sensodyne ultra sensitive toothbrush was discontinued on (B)(6) 2020 (dechallenge was unknown). On (B)(6) 2020, the outcome of the foreign body in throat was recovered/resolved. On an unknown date, the outcome of the throat discomfort and product complaint were unknown. It was unknown if the reporter considered the foreign body in throat and throat discomfort to be related to sensodyne ultra sensitive toothbrush. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: initial and follow up processed together: consumer conveyed that the toothbrush bristles got in his throats and caused discomfort. He bought the toothbrushes for himself and his mother. They started to use the product 2 months ago and the bristles were poured into their throats each time they were used. They did not go to the doctor. They stopped used the product. He did not shared information about his mother. This case was linked with case (B)(4) as reporter's mother's case. Follow up information was received on 03 sep 2020 from quality assurance (qa) department regarding complaint (B)(4) and batch number not received: investigation evaluation: no sample was returned for this complaint and the lot/batch details were not received so a full investigation was not completed. As this information was not available, the complaint could not be substantiated and would be closed as inconclusive. All the documentation pertinent to a specific lot of finished product was contained in a 'batch envelope'. Prior to the disposition of the product, the contents of each batch envelope was reviewed and approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verified that all test results meet specification requirements. If the consumer contacted with additional information or if the complaint sample was received, the complaint issue would be reopened and further evaluated. Quality assurance analysis revealed the complaint to inconclusive.